Manufacturer narrative:
(B)(4). Results of investigation: the carefusion service department received the suspected component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue could not be determined as no failures were detected with the suspected component.

Event description:
The customer reported that their avea ventilator's display image distorts and eventually goes blank. The customer stated that this issue occurred during use with a patient, but ventilation continued. The customer stated that the ventilator was switched for a different device and there was no patient harm or injury.